Event description:
It was reported that a mitraclip xtw was not accepted by the customer due to damage on the brown shipping box and on the inner product box. The damage was suspected to be caused during transportation. It was noted that damage to plastic around the device could not be excluded.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tear, rip or hole in device packaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported damaged packaging appears to be due to shipping/transport as the device packaging was received damaged. There is no indication of a product quality issue with respect to manufacture, design, or labeling.